Manufacturer narrative:
(B)(4). The lot number is reported as unknown because the specific lot number could not be identified. It could not be confirmed which of the two clips experienced the single leaflet device attachment; 80529u164 or 80523u195. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. The patient presented with a large calcification on the posterior annulus and a short posterior medial leaflet (pml). Two mitraclips (cds0602 ntr 80529u164 and 80523u195) were implanted, reducing the mr to grade 3. On an unspecified date, a single leaflet device attachment (slda) was noted. The clip had detached from the pml. The lot number of the slda clip was not determined. On (B)(6) 2018, the patient was hospitalized and a third clip was implanted between the two index procedure clips, reducing the mr from grade 3-4 to 2-3. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) number is being reported as unknown because the specific lot number could not be identified. It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part / lot / serial number (s/n): (B)(4), date of manufacture: 30-may-2018, expiration date: 30-may-2019, unique device identifier (UDI) number: (B)(4). Part / lot / serial number (s/n): (B)(4), date of manufacture: 23-may-2018, expiration date: 23-may-2019, unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that the reported patient effect of worsening mitral regurgitation, is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedure. All available information was investigated, the reported single leaflet device attachment (slda) was due challenging patient morphology/pathology (calcification on the posterior annulus and a short posterior medial leaflet). The reported recurrent mitral regurgitation was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.